Event description:
On 3/26/01 a medwatch report was received by the distributor from a user facility that states the following: "physician inserted the internal carotid shunt into the common carotid artery and the common carotid shunt into the internal carotid artery. When the balloon was inflated it ruptured the internal carotid at the base of the skull.